Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that inflation balloon was broken.

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that inflation balloon was broken.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 4.50mm x 15mm was returned for analysis. Visual and tactile inspection examination of the hypotube identified multiple hypotube kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a 3mm tear in the balloon material in the proximal section of the balloon body. Examination of the extrusion shaft noted the inner lumen was bunched and stretched 4.5cm from the distal tip. Tip showed no signs of tip damage. The balloon could not be inflated due to the tear in the balloon material.